Manufacturer narrative:
Analysis of sc-9218-55 (serial number: (B)(4)) confirmed the complaint of high impedance. Visual inspection revealed the cable connected to contact #2 had torn off. X-ray inspection confirmed the fractured cable. The breakage of the cable is consistent with lead damage due to excessive tensile force. The probable cause code is unintended use error caused or contributed to event.

Event description:
A report was received that the patient was experiencing ineffective therapy and underwent a lead explant procedure due to high impedances found during troubleshooting. After the lead was explanted, it was found that during charging, the issue was resolved.

Event description:
A report was received that the patient was experiencing ineffective therapy and underwent a lead explant procedure due to high impedances found during troubleshooting. After the lead was explanted, it was found that during charging, the issue was resolved.